Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient notifier could not be felt by either the patient or the clinician. The device was functioning normally under interrogation. The patient, notifier, was tested several times and the vibration was not felt at all. It was not a sub-muscular implant. No further information was available.